Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing on current and stored electrograms (egm) and a low p-wave. An atrial lead position check failure was also observed and was further confirmed to be due to a dislodgement. The ra was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.